Manufacturer narrative:
(B)(4). Report source: (B)(6). Device evaluated by mfg: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that total knee arthroplasty was performed however when the surgeon tried to insert the femoral rod into the valgus guide, the rod hole on the guide became narrow and the screw didn't turn right and left. Subsequently, another back up guide was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed the tines were slightly bend and the wing nut had seized. The wing nut also indicated signs of being torqued with a tool or instrument. Nicks and gouges indicative of use were noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.